Event description:
A pump malfunction alarm was reported by the customer during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. Technical support assisted the customer in loading a new cartridge using the correct technique, after which the customer was able to successfully continue insulin therapy. The original cartridge lot number was unavailable, and no previous similar alarms had been reported with this pump serial number.